Manufacturer narrative:
The boston scientific technical services department discussed reprogramming options the physician may wish to consider. No adverse patient effects were reported in this event, and available information suggests that this device remains implanted and in service at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient received inappropriate anti-tachycardia pacing (atp) for a supraventricular rhythm that was initially detected in a monitor only zone.